Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted following several emesis with coffee-ground appearance and drop in hemoglobin. Site of bleeding was reported as gastrointestinal. Aspirin was continued but warfarin was placed on hold. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.